Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation).

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had helium leak alarm during use on patient. There was no injury reported.

Manufacturer narrative:
Updated fields - b4, d3, d8, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11, corrected fields - a2, b5, d10. The failure analysis and testing department received pneumatic module assy with a reported unit failure of the unit failed the all manifold test. The failure analysis and testing department performed a visual inspection and found the part to be in good condition. The failure analysis and testing department installed pneumatic module assy. Serial number into the cardiosave test fixture and tested the pneumatic module assy to factory specifications per procedure and the cardiosave service manual. The fat department performed the all-manifold test. The fat department then performed an autofill to allow the cardiosave to pump to observe a possible gas loss alarm. After one hour of run time the fat department did not observe a gas loss alarm. The fat department could not replicate the complaint experienced by the customer. The pneumatic module passed testing.retaining the pneumatic module in the fat department per procedure. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer had pressed the fill key and the pump was pumping at the time of the call. Personnel verified with the customer that connections were tight and there was no blood in the helium tubing. Personnel walked the customer through proper way to resolve the alarm, by checking helium tubing for flood or discoloration, pressing the iab fill key for 2-3 seconds, pressing start and checking helium tubing again. The nature of the alarm and different clinical possibilities were reviewed but there was no obvious clinical explanation for the alarm at the time. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were unable to replicate the error. The unit failed the all-manifold test, pim section, third test registering a difference of -17 mmhg. The pim (0997-00-1178) was replaced as precaution and it was identified that the o-rings on vacuum and pressure regulators dried and easily falling out. The regulators within tolerance and specifications without issues. After service actions, and pim replacement, the unit successfully completed an all-manifold test and full function check without issue.

Manufacturer narrative:
Dawn, an rn in the ICU, called to request assistance with a gas loss alarm. A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had helium leak alarm. Later identified multiple gas loss alarms, unit failed the all-manifold test, pim section, third test registering a difference of 17 mmhg.there was no patient harm or injury reported.